Event description:
It was reported that during an ablation procedure for atrial flutter, the right atrial lead dislodged. The lead was repositioned. When the lead was reconnected to the device, the atrial port setscrew would not engage and tighten. The device was explanted and replaced, and the chronic lead was connected and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. A loose/detached set screw was noted. (B)(4).